Manufacturer narrative:
(B)(4).

Event description:
It was reported that crosstalk after ventricular tachycardia ablation procedure was observed. It was unknown if patient experienced any symptoms due to the issue. Programming changes were made. The patient will be monitored.